Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the original report was filed. The device was returned for investigation. It was reported that the root cause of the bleeding was use related issue due to improper use technique to insert the blue hub into the patient. The blue hub is not intended to be in patient.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the bleeding was use related issue due to improper use technique to insert the blue hub in to the patient. The blue hub is not intended to be in patient.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician peeled away and repositioned the repositioning sheath, noticed bleeding around the blue suture hub. Pump removed due to this bleeding concern and replaced with an intra-aortic balloon pump .